Event description:
It was reported that during a gastric septation procedure, the instrument was fired but would not staple. The device then locked out and another instrument was used to complete the case.